Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that they were no able to move the device at all due to the resistance. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body of the device. Complaint conclusion: as reported by the field, during a stent assist coil embolization, the physician tried to deploy an enterprise2 4mmx23mm no tip intracranial stent (enc402300, 7393487) through a prowler select plus 150/5cm microcatheter (606s255x, 30727355) in an internal carotid artery (ica) territory. While trying to advance the enterprise2 stent through the prowler select plus, the physician felt resistance. The physician experienced difficulty in advancing the stent further and after a few tries the doctor tried to resheath the stent but was unable to do so. He also experienced resistance during resheathing, therefore, removed the whole system with the microcatheter and finished the case with another prowler select plus and an enterprise. The procedure was successfully completed with no procedural delays due to the event. Additional information received indicated that they were no able to move the device at all due to the resistance. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body of the device. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, the physician tried to deploy an enterprise2 4mmx23mm no tip intracranial stent (enc402300, 7393487) through a prowler select plus 150/5cm microcatheter (606s255x, 30727355) in an internal carotid artery (ica) territory. While trying to advance the enterprise2 stent through the prowler select plus, the physician felt resistance. The physician experienced difficulty in advancing the stent further and after a few tries the doctor tried to resheath the stent but was unable to do so. He also experienced resistance during resheathing, therefore, removed the whole system with the microcatheter and finished the case with another prowler select plus and an enterprise. The procedure was successfully completed with no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. . This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00136.